Event description:
PICC placed in 2003 in right arm. Appeared swollen 3 days later. Methotrexate discontinued and lineogram organized. Lineogram said "consistent with extravasation but not conclusive."